Manufacturer narrative:
A ge service rep performed an on site investigation. The backplane, generator interface board, video controller board, ribbon cable, smart switch, and software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system monitors were blank during a case. The procedure was completed with a different system. No patient injury was reported.